Event description:
A cartridge alarm 20 was reported by the customer, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer experienced cartridge alarms with multiple different cartridges over the past two weeks. A pump replacement was arranged by the technical support team in response to a temperature alarm noted in a separate case. No further assistance was needed for the current cartridge alarm since it was not experiencing issues at the time.